Manufacturer narrative:
Submit date: 07/26/2016. The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow confirming a root cause for the event, however, the following potential causes were identified: too little glue used, inattention, user misuse, malfunction, inspection not performed, or defective material. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 6/9/2016 an investigation is currently under way; upon completion the results will be forwarded. Mw5062189.

Event description:
It was reported to covidien on 6/06/2016 that a customer had an issue with a dialysis catheter. The customer states that during laparoscopic peritoneal dialysis insertion, the surgeon advanced the argyle curl peritoneal dialysis catheter when the felt cuff anchor became detached from the catheter.